Manufacturer narrative:
The reported complaint of solex 7 catheter (lot # 88298) was confirmed. A pinhole leak was observed at the middle of serpentine balloon during functional leak test. The most probable root causes for the reported complaint could be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at middle of serpentine balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot # 88298.

Event description:
During patient treatment for therapeutic hypothermia, the solex catheter (lot # 88298) was placed in the patient's right jugular vein. On day 3 of the treatment, the user observed empty saline bag and the thermogard xp ivtm system generated "air trap" alarm. The user removed the catheter and observed leak from the catheter balloons while flushing the catheter with saline. No known impact or consequence to patient information was provided.